Event description:
Boston scientific received information that during threshold testing with this right atrial (ra) lead one day post implant, the patient had questionable ra capture. It was noted that the patient had an underlying rhythm in the 50 beat per minute range. Boston scientific technical services (ts) discussed possible retrograde conduction or loss of atrio ventricular (av) synchrony due to a very long av delay (avd), and that sinus node dysfunction was indicated. Ts also suggested performing an atrial threshold test with a shorter avd to diminish the chance of retrograde conduction. A chest x-ray was performed, revealing that the lead appeared to be in a good position. It was felt that this was a patient condition issue, as the patient was undergoing dialysis at that time. Additional information was provided that the lead was found to be dislodged. An attempt was made to reposition the lead; however, was unsuccessful due to the patient having a difficult right atrium with significant scar tissue. No adverse patient effects were reported.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Setscrew marks were noted on the terminal pin and ring. The insulation was noted to be cut through at approximately 23 centimeters (cm) from the terminal pin. Dried blood was found in the lead lumen from 4 cm to 34 cm from the terminal pin; noted to have likely entered through the cut. The helix appeared normal with no sign of damage. Resistance tests were completed to assess the electrical performance of the lead. Measurements throughout these tests were within normal limits. The lead did not pass stylet insertion testing due to dried blood in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.